Manufacturer narrative:
Device analysis revealed that the catheter shaft was broken 7cm from the hub; exposing 5.4cm of braid. Coating damage was evident distal to the break. Based on investigation findings the reported occurred as a result of inadequate flushing to the dispenser coil. If inadequate flush is used, the catheter may adhere to the side of the dispenser coil and may break during removal. Excessive force used during removal attempt most likely caused the damage to the coating. Therefore, a root caused of user error will be assigned to this investigation.

Event description:
It was reported that as the physician removed the microcatheter from the hoop dispenser, it separated. There was no patient involved.

Event description:
It was reported that as the physician removed the microcatheter from the hoop dispenser, it separated. There was no patient involved.